Event description:
A surgeon reported a refractive surprise with decreased near vision, shadows, ghosting, blurry vision, floaters and diplopia following intraocular lens (iol) implant surgery. The surgeon stated, the implant procedure had good results immediately following surgery; symptoms began six months later. It was reported the iol was in the proper position. The pt was seen by a retinal consultant who reported the retinal findings were "uneventful".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested on 11/25/2009; medical records were received. A supplemental MDR will be filed if necessary in accordance with 21 cfr 803.56 if additional reportable info becomes available following review of the medical records. (B) (4). (B) (4). (B) (4).